Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed and the cause appeared to be manufacturing related. Two photographs and one q-syte connector were provided for investigation. A functional test of the returned sample revealed a leak in the q-syte connector. Further investigation revealed a breach in the internal bottom disc of the septum, which allowed fluid to bypass the septum. The location and features of the leak site were consistent with damage that was caused during manufacturing. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E. Reporter facility name exceeds character limit: (B)(6) hospital.. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about leakage from the q site during use. It was reported that blood leaked from the q site. It leaks when pressure is applied. It is unclear whether this is from the septum or the plastic part.